Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was used during a removal of ureteral stenting procedure performed on (B)(6) 2016. According to the complainant, during withdrawal of the stent the pigtail at the kidney side could not be straightened which make it difficult to remove. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). A visual analysis of the returned device found the stent occluded at the renal pigtail. No damage or degradation were noted on the stent extrusion. Functional analysis was performed, a mandrel 0.038 inches could not be inserted through the stent due to the occlusion found. Manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Most likely, the defects identified were due to the anatomical and procedural factors found encountered during the procedure, performance was limited. It is possible that the stent occlusion and residues could have been generated when the device remains in the patient's body for a certain time. Therefore, the most probable root cause for this complaint is operational context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a removal of ureteral stenting procedure performed on (B)(6) 2016. According to the complainant, during withdrawal of the stent the pigtail at the kidney side could not be straightened which make it difficult to remove. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received from (B)(4) on 27apr2016: the left ureter stent got stuck . They advanced the access sheath in overlap manner to the stent and removed the stent together. It seems that the tip of the stent was occluded a little.